Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to lack of pacing. Cpi minimum longevity at nominal settings with a 500 ohm lead is 58 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system, however it had been implanted for 64 months.